Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The field reported event of exposed wires on the power extension cable was confirmed.

Event description:
The patient reported exposed wires of the power supply. The power supply was replaced and there were no adverse consequences reported by the patient.

Event description:
Additional information provided 02may2023 confirms the frayed cable was the power extension cable of the patient electronics unit and not the power supply cord.

Manufacturer narrative:
Section g3 of the previous report was inadvertently left blank. The correct date received by manufacturer for the previous report was 02may2023. Manufacturer's investigation conclusion: the results of the investigation are inconclusive since the device was not available for analysis as its location is currently unknown. If the device is located, the file can be re-opened, and the investigation completed at that time. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.